Manufacturer narrative:
(B)(4). The device was evaluated and an increased intra-peritoneal volume (iipv) event was identified during the review of the event history logs. The cause of the high drain alarm was determined to be use error, tidal total uf removal set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred in the therapy initiated on (B)(6) 2014 22:59:44. During night drain cycle five, the patient's ultrafiltration reading was 1443 ml, indicating the home patient (hp) drained 1083 ml more than their maximum programmed fill volume of 1800 ml. No additional information is available.